Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white display. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. The customer found a battery cap and replaced the battery but the display did not return. Customer was advised the insulin pump will need to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump powered on after battery installation. No solid white display noted however, pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify back light anomaly due to display anomaly. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.